Event description:
Additional information received indicated the patient's application is connected and transmitting, however, no information was provided as to how the ble issue was resolved or what may have caused it.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.